Event description:
It was reported that thirty minutes post implant, the pt presented with acute thrombosis of the stent. The thrombosis was treated with a new actp. The pt suffered ventricular fibrilation that was treated with defibrillation. Q qave appeared on the ECG.